Event description:
While surgeons attempted to percutaneously fix a wrist fracture, drill bit and the tip broke off in the pt's wrist. The case was then changed to an open case to find and remove the broken tip.